Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an amplatzer amulet implant procedure a pericardial effusion occurred. During the first transseptal attempted the patient developed a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized to continue the procedure. The second transseptal was successful and the amulet was deployed and implanted, however; the effusion was drained multiple times. Following the procedure the patient was transferred to the intensive care unit for monitoring.

Manufacturer narrative:
Additional information: b2, b5, g4, h2.

Event description:
Additional information received on 12 february 2020 confirmed that the patient expired following the procedure. To stabilize the patient following the procedure it was decided to transfer the patient to cardiac surgery to place a patch. The patch surgery was performed and the patient subsequently went into multisystem shutdown. Transesophageal echocardiography was performed and showed that the amulet device was no longer in place in the left atrial appendage and embolisms in the mitral valve. Additional surgery was planned however the patient expired during the operation.